Event description:
The pump was returned for investigation. Investigation revealed there was moisture behind the display, internal corrosion, and the display was faded. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was moisture observed in the display. The leak test failed due to a display lens leak. The pump was opened and corrosion was found internally. The display was faded and discolored. Unrelated to the issue, the keypad was torn, but all buttons were functional. (B)(6).